Event description:
It was reported that an alert was generated for ventricular tachycardia (vt) mode set to value other than monitor plus therapy. The patient is elderly and has not been followed since implant of this device almost 5 years ago. The local area sales representative was contacted for additional information in regard to the reason therapy was programmed off and did know the reason or time of the programming change. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.